Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead loss of capture (loc) on presenting electrogram (egm). The capture threshold was increased to a high output. Technical services (ts) was consulted, discussed likely loc and agree with reprogramming that was performed. The rv lead impedances was noted to be stable within range. This pacemaker system remains in service. No adverse patient effects were reported.